Manufacturer narrative:
A review of the complaint history for sn (B)(6) performed in salesforce located one similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-may-2022 to 31-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer circuit board had thermal damage. A field service engineer replaced the module board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medbank drawer failed to open. During device part analysis inspection found that the thermal damage on the circuit board. There were no adverse events or injuries reported based on this event.